Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2024 and a suture was used. The needle broke while suturing unknown tissue. Fragment was not recovered. No x-ray was done. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * can you identify the lot number of the product used? No * was more than half the needle retained in the patient? No- just very tip end broke * where is the needle retained; in what structure? Unknown- searched for tip but was not found. No xray performed due to small size of tip * are there plans to remove the retained needle piece? N/a. Location of tip unknown this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.